Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 132 mg/dl. The customer also stated the buttons were unresponsive when pressed. Customer was connected to the help-line. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.